Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a working outlet for at least 30 minutes to see if the pump would begin charging and advised the caller to rely on multiple daily injections if the pump completely depletes.